Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving morphine 30mg/ml at 4.0mg/day via an implantable pump. The indication for use was non-malignant pain. In (B)(6) 2015 the patient was hospitalized for pneumonia and because of that the patient had missed her refill and the pump started alarming. The pump was ¿stopped¿ and then eventually it was refilled.